Event description:
This was filed to report the single leaflet device attachment and recurrent mitral regurgitation (mr). Patient ID: (B)(6). It was reported that on (B)(6) 2020 two mitraclips were implanted. On (B)(6) 2021, an echocardiogram showed mr grade was 2. On 07/16/2021 the echocardiogram showed a partial rupture of the lateral mitraclip and severe mr grade of 4. The heart team decided to treat the patient with transcatheter intervention and repaired the mitral valve. The condition resolved on (B)(6) 2021. Subsequent to the previously filed report, additional information was received indicating there was a tear on the anterior leaflet caused by the mitraclip. The broad prolapse and distended leaflet tips of the anterior mitral valve may have contributed to the leaflet tear. There was leaflet flail of approximately 18 mm. This patient had degenerative mitral regurgitation and on (B)(6) 2021 the patient was going to undergo repair of the tricuspid valve until the mitral leaflet tear was noted. Treatment of the tricuspid valve was postponed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis as it remains implanted in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and the reported slda (single leaflet device attachment) was due to challenging patient anatomical condition/operational context. The reported unspecified tissue injury and mitral valve insufficiency/regurgitation were an outcome of the slda. The reported hospitalization and unexpected medical intervention appears to be due to case specific circumstance as the patient was treated with transcatheter intervention for repairing the mitral valve. The reported patient effects of unspecified tissue injury and mitral valve insufficiency/ regurgitation as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is unknown as the part/lot number were not provided.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020 two mitraclips were implanted. On (B)(6) 2021, a transthoracic echocardiogram showed the mitral regurgitation (mr) grade was 2. On (B)(6) 2021 the patient was going to undergo intravenous treatment of the tricuspid valve, but the transesophageal echocardiogram showed a partial rupture of the lateral mitraclip and severe mr grade of 4. At this time, the reported partial rupture is thought to be referring to a single leaflet device attachment of the mitraclip. Instead of the scheduled tricuspid procedure, the heart team decided to repair the mitral valve. The condition resolved on (B)(6) 2021. The tricuspid valve treatment was postponed for 3 to 4 weeks. No additional information was provided.